Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had insulin pump function issue. Customer's blood glucose at time of incident was unknown. The customer stated the alarm has not always gone on, no alert for low reservoir and ran out of insulin overnight. The customer is reporting the history is also not tracking several days, space between days and missing information. The customer also stated that bayer meter might not be working properly. The customer declined 24 hour helpline assistance.